Manufacturer narrative:
The reported telemetry anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis. The cause for the premature battery depletion could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was unable to be interrogated. Premature battery depletion was suspected. The device was explanted and replaced.